Event description:
The physician was attempting to treat a patient with an integrity stent when it noted that the stent had slipped from the delivery system. The patient was treated with the deployment of another medtronic stent. No clinical sequelae were reported. Evaluation summary: the delivery catheter has been received without stent; stop cock was attached to the luer; the balloon has been inflated; crimp baked impressions visible; transition tubing was stretched and kinked.

Manufacturer narrative:
Evaluation results: related to operational context. Conclusions: related to operational context. (B)(4).